Event description:
It was reported that a cartridge alarm occurred and caller could not verify any cracks on cartridge. There was no reported adverse impact to the customer's blood glucose level. Caller was instructed to load new cartridge, successfully loaded replacement and resumed insulin, and no additional information was received regarding further outcome of event.